Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) further investigated and found that the reported 1st regulator unit connector breakage meant that the tube connection of the primary decompressor was broken. In addition, the flow sensor connector on the manifold unit was damaged. Also, this caused a co2 gas leakage. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. However, the alarm generation due to main board failure may have been caused by an accidental failure of an electronic component because six years have passed since the device was manufactured. In addition, damage to the power supply unit, regulator unit connector, damper and connector of the manifold unit may have been caused by handling, because the internal parts were damaged, there is no abnormality in device history record, and the device is an olympus asset. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to olympus medical systems corp. (Omsc) but was returned to (B)(4) for evaluation. (B)(4) inspected the device and confirmed the following: the device has not been repaired in the past year. The connector of the 1st regulator unit was broken. The damper and connector of the manifold unit were broken. The interface of the pressure reducing valve was damaged, and there was no pressure drop. The solenoid foot pads were broken and the socket was damaged. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus (B)(4) and found that the device did not turn on because the converter of the power supply unit was loose and deformed. And the device beeped and the light on the front panel went off due to a failure of the cr board. This device is an olympus asset and there was no report of patient injury associated with the event.